Manufacturer narrative:
H2: concomitant product bi71000874 lot #: cm22691 rev. 2 concomitant product bi71000450 lot #: k21240438 rev. G medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the collimator was returned to the manufacture for analysis. 2dlf collimator passed bench bench test. Stroke distance and stroke time test passed. Filter, far shutter, near shutter test, run in-far shutter and run in-near shutter test passed. It was installed into a known functional system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images readied. No failure was found. The power supply was returned to the manufacture for analysis. It as installed into a known functional system. The system initialized. Measured 5.26vdc on the power supply output. Motion, generator, communication and charging readied. 2d and 3d images passed. No failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID: bi71000874, lot #: unknown, ubd: unknown, UDI #: unknown, product ID: bi71000450, lot #: unknown, ubd: unknown, UDI #: unknown. This event occurred in france, see e1-e3. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during an electrode and probe placement procedure. It was reported that the system had no response after 3d image. The site stated that after a 3d image, they tried to go back on 2d images to see how deep the electrodes were but the system was freezing. It was impossible to get images (2d or 3d) even to move the system. The system returned to the initialization screen, with x-ray disabled. After rebooting the system, the health care professional (hcp) had to remember where the system was positioned. Troubleshooting was performed and the site performed a reboot of the system once, then could perform the 2d images. A new 3d image was done, but when the hcp wanted to go back to 2d images the system froze again. The hcp needed to restart it again to be able to remove the system at the end of the procedure. There was less than an hour delay to the case. No reported impact to the patient.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the collimator and power supply were replaced. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c02, c07 fdc d02 are applicable to the system checkout. Img code g04031 added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.